Event description:
It was reported to baxter (B)(4) that the reservoir of a basal bolus infusor ruptured during patient use. The device was infusing an unknown patient with a solution of fentanyl citrate and ropivacaine hydrochloride hydrate when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Event description:
It was reported that during a laparoscopic hernia repair procedure, the device would not fire on initial use. Another device was used in which the jaws locked shut. It is unknown at this time if the jaws were in contact with tissue when problem occurred. A third device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Advancer bypass toward tissue stop. The analysis results of device (a) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop during one firing sequence causing the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. The remaining clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was not completely visible; however, this finding is not related with the event reported. The analysis results of device (b) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop during nine firing sequences causing the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were released. The remaining clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator indexed two times during the 15th firing sequence thus, it over traveled. However, this finding is not related with the event reported. Batch # g9jv03; mfg date 4/7/2010; exp date 3/7/2015. Advancer bypass toward tissue stop. A batch record review was performed and no anomalies were found during the manufacturing process.